Manufacturer narrative:
The itotal medial 7mm insert showed an elongated crease of approximately 2cm on the articulating surface. It was reported that this appeared to be an inconsistency in manufacturing. Surgery was completed using the medial 8mm insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
The itotal medial 7mm insert showed an elongated crease of approximately 2cm on the articulating surface. It was reported that this appeared to be an inconsistency in manufacturing. Surgery was completed using the medial 8mm insert.

Manufacturer narrative:
It was reported that the itotal medial 7mm insert showed an elongated crease of approximately 2cm on the articulating surface that appeared to be an inconsistency in manufacturing. The insert was returned and evaluated. Review of the returned insert showed a visible machining line on the articular surface. The machining line was not apparent by feeling and does not represent device nonconformance. The device met all inspection requirements.